Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 383059, implantable pacing lead, (B)(6) 2010; d224drg, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The lead was explanted and replaced. The atrial lead also had high impedance and a possible fracture. During the extraction of the right ventricular (rv) lead, the atrial lead insulation was damaged. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.